Event description:
The pt underwent a double valve-replacement six years ago. The pt experienced a high pressure gradient of 85 mmhg. At explant, the valve was "well conditioned" with pannus and recent thrombus impeded motion of one of the leaflets. The surgeon stated the thrombus most likely occurred secondary to pt's second pregnancy and interruption in anticoagulation. The valve was replaced.